Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power loss alarm. Customer stated that they were able to clear the alarm. Customer stated that they did not received request to rewind the insulin pump. Customer was assisted with troubleshoot and issue was resolved. No harm requiring medical intervention was reported. Troubleshoot was performed. The insulin pump will be returned for analysis.